Event description:
The manufacturer received information alleging patient stated he had to stop using his machine because he was having headaches about 3 weeks ago, when he stopped using his machine, his headaches would stop, to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging patient stated he had to stop using his machine because he was having headaches about 3 weeks ago, when he stopped using his machine, his headaches would stop, to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found dust, dirt, dander in the device. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination of dirt dust dander in the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.